Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 186 mg/dl and noted an unusual bump at the contact detach site compared to prior sites; the user delayed intervention to observe for improvement and later reported glucose trending down and device function as satisfactory, with troubleshooting and education completed and no alerts or alarms. Symptoms included no acute health effects. Outcomes included transient hyperglycemia outside the target range for 1 to 2 hours, use of backup therapy, ketone testing with adherence to a ketone action plan, and receipt of professional medical assistance and other assistance, without hospitalization. Investigation included customer interview and remote troubleshooting. Investigation of this case revealed no device alerts or functional anomalies and no confirmed device or component malfunction, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.